Event description:
It was reported that the patient reports breathing problems and states that she feels like ¿chords are moving towards¿ her voice box. Her neurologist ordered an x-ray and information was received that the patient reports she was told the lead had shifted and wanted her to meet with the surgeon to see what she would like to do. Patient might be brought in for surgery to adjust the lead. It was reported that the patient reported that she could not breathe and the ambulance was called. It was noted the patient has a history of asthma. The patient did not go to the ER and she was able to recover after care from emts. A couple days later patient's son found her unresponsive on the floor and the ambulance was called again however did not go to the hospital again as she was able to recover after the use of her inhaler. It was also noted that patient had a couple of grand mal seizures over the course of about a month. No known surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).